Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. Longevity calculation found the device to be below expected estimation. The device was tested on the bench and in the automated system; no anomalies were found. The battery was sent to the manufacturer and no anomaly was detected. The cause of premature battery depletion was undetermined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device was explanted due to early battery depletion.